Event description:
It was reported that the patient had been having ¿more pain¿ so a doctor tried to ¿insert a 3rd temporary lead wire¿ to relieve her pain. The patient stated that it ¿did not work.¿ the patient outcome was unknown at the date of report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3888-28, lot# j0012690v, implanted: (B)(6) 2001, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was further reported the patient continues to have concerns about their device. It was noted the patient has an appointment with to meet with their health care provider or manufacturer representative on 2014-(B)(6).